Event description:
It was reported that this pacemaker system has exhibited noise, low amplitudes and a decrease in impedance measurements. Technical services (ts) was consulted and there is suspected pacing inhibition in an episode. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and the pacemaker was successfully replaced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system has exhibited noise, low amplitudes and a decrease in impedance measurements. Technical services (ts) was consulted and there is suspected pacing inhibition in an episode. This pacemaker system remains in service. No adverse patient effects were reported.